Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, blood was seen in tubing the morning after insertion. There were no issues noted upon insertion. The cardiologist was called and the console was turned off immediately. Perfusion was called to assist and noted that the entire tubing all the way into the console was full of bright red blood. The decision was made to remove the iab and sheath. They attempted to deflate the iab with a syringe on the helium line before removal. The sheath and iab were then removed and pressure was held. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter information (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information: updated field(s): patient weight. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 41.9cm from the iab tip. Additionally a portion of the extracorporeal tubing and male leur was cut from the iab and not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).